Event description:
It was reported that the patient presented in the emergency room with bradycardia in the forties. The patient was asymptomatic. Loss of capture and high impedance was noted on the right ventricular lead. The device output was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.